Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during semi annual preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) safety disk membrane test is failing. There was no patient involvement.

Manufacturer narrative:
A service territory manager (stm) tested multiple times when performing the safety disk leak test and the pneumatic interface module test. The stm replaced the safety disk (0202-00-0140) and functional tested without any further issues or failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).